Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 32 staples left in the cartridge, indicating at least 3 staples were fired by the customer. Dimensional testing was performed on the forming tool due to the tab being bent upon disassembly. The keyence microscope was used to collect these measurements. Drawing was used for dimensional analysis specification values. The forming tool tab height measured 0.05130", which is not in the specified range of 0.111" 0.006" per drawing. Upon functional testing, first eight fire attempts were made and all the staples released unformed in the air. It was observed that only the forming tool was pushing the staples forward and the anvil was not engaging with the staples. The device was disassembled, and it was observed that the anvil was out of position, resting high up on the forming tool. The anvil was stuck due to being placed on the forming tab instead of being in front of the tab. The anvil was repositioned, and the stapler was reassembled. Fire attempts were made in the air and the first two staples fully formed and released. Fire attempts were made in the skin pad, the first fire fully formed and released. The second fire in the skin pad released unformed. The next three fires fully formed and released. Then the next three fires released unformed on the skin pad. The stapler was disassembled again and forming tool was observed to be defective. The tab on the forming tool that holds the anvil in place was bent inwards. Die casting anomalies were discovered on the forming tool. Additional inspection was not required as a part of this complaint investigation. Device history review investigation did not show issues related to complaint. The IFU for this product, was re-viewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The forming tool part specification was reviewed as a part of this complaint investigation. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. Upon functional testing, eight fire attempts were made and all the staples released unformed. The anvil was observed to be positioned behind the staples upon full engagement of the trigger. The device was disassembled, and it was observed that the anvil was resting high up on the forming tool. The anvil was repositioned, and the stapler was reassembled. Ten additional fire attempts were made, and four staple released unformed. The stapler was disassembled again and forming tool was observed to be defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Dimensional testing was conducted and forming tool tab was measured to be out of specification. Die casting anomalies were discovered on the forming tool. The forming tool was observed to be defective. Non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".